Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the tampons fell apart leaving pieces inside. She went to the doctor with abdominal pain and had an ultrasound where pieces of tampon were found. The doctor removed all remaining pieces and she was diagnosed with bacterial vaginosis. She was prescribed metronidazole. She also experienced multiple yeast infections over the past year. Consumer reported her symptoms have improved.